Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported by our affiliates in (B)(4), approximately five years post implant of a 26mm sapien valve in the pulmonic position, the valve was ¿stenotic¿ and a 26mm sapien xt valve was implanted (valve-in-valve). No additional information has been provided

Manufacturer narrative:
Stenosis of an implanted valve may be a manifestation of structural valve deterioration (svd). This term refers to changes intrinsic to the valve, and can include failure modes such as wear, calcification, leaflet tear, stent creep, leaflet disruption, or leaflet retraction. There are cases of svd that result in a combination of regurgitation and stenosis. It may be mild and not require any intervention or it may be moderate to severe. In these cases, it causes the heart to work harder to eject blood from the ventricle. Depending on severity it could be an indication for valve replacement or medical intervention. In this case, the exact cause of the stenosis could not be confirmed with the available information. However, it is possible patient factors such as history of stenosis, metabolic issues and/or disease progression contributed to the valve stenosis. A very common failure mode is tissue calcification. The mechanisms for bioprosthetic heart valve tissue calcification are not fully understood. Many factors can contribute to the onset and propagation of calcification including patient related (e.g. Patient age, disease state, immune status, and other co-morbidities), pharmacological, and intrinsic properties of the valve itself. It is widely understood that patients with chronic renal disease and prior history of calcific stenosis of the native valve may be predisposed to bioprosthetic calcification. In this case, as limited information was provided, there are no known risk factors that could have contributed to the event (end-stage renal insufficiency, disorder of calcium metabolism). The root cause of this event could not be determined. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.

Event description:
As reported by our affiliates in (B)(6), approximately five years post implant of a 26mm sapien valve in the pulmonic position, the valve was ¿stenotic¿ and a 26mm sapien xt valve was implanted (valve-in-valve). The patient had a pre-existing homograft during ross-procedure seventeen years prior to the initial sapien valve implant.  Fifty-seven months post implant of the sapien valve, the rv pressure was 70 mmhg. The gradient across the pulmonary valve was 58/28 mmhg (max/mean), and while in the catheterization lab (while sedated) peak-to-peak gradient was 45 mmhg. Post placement of the sapien xt in the sapien, the vmax was 2.5-2.7 m/s. Re-dilation of implanted valve with high pressure balloon followed by percutaneous pulmonary valve intervention (sapien xt 26mm) without complication. The patient had an uneventful post-interventional course.